Event description:
It was reported that the physician had previously plugged the tubing to the cuff after the cuff was explanted. During the reimplant of the artificial urinary sphincter, the physician noticed that the plug was missing. The plug was not found. No patient complications were reported.